Event description:
It was reported that the patient experienced uncomfortable and ineffective stimulation. X-ray imaging revealed that the lead had migrated. As a result, surgical intervention maybe undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.